Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was randomly restarted while the nurse was pulling medications for a case. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section e initial reporter occupation, other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was randomly restarted while the nurse was pulling medications for a case. A technical support specialist (tss) performed a repair on the medapp application. The system file check command (sfc /scannow) was executed to verify and restore system integrity. The device was then rebooted. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was randomly restarted while the nurse was pulling medications for a case. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay, no adverse events or injuries reported based on this event.